Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient underwent re-implantation of their left stn dbs lead. The patient tolerated the procedure well and achieved good pain control. They received their post-operative MRI which showed good lead placement. Overnight they had a low blood pressure which was fluid responsive. On (B)(6) 2018, both sides of their device were turned on with good result and they were transferred to the neurosurgical floor. No or further complications were reported as a result of this event. Additional information was received. There was a washout of the lead on (B)(6) 2017 to make sure there was no evidence of osteomyelitis in the adjacent calvarium. The event date was updated from (B)(6) 2018. It was also reported that the infection occurred in the left postauricular area and temporoparietal scalp. Etiology was updated to the event being possibly related to the implant procedure. No further complications were reported.

Manufacturer narrative:
This event is not reportable for the low blood pressure. The infection event was previously reported in a separate regulatory report (B)(4). If information is provided in the future, a supplemental report will be issued.